Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During procedure the position had a protrusion of approximately one-third to one-half from 45 to 135 degrees, the anchor was acceptable, the size was 10.6 to 15.1 percent and there was no leak. Due to inadequate echocardiographic visualization, contrast angiography was performed under fluoroscopy. A long neck was noted, and the shoulder appeared to be caught in the anterior sub-lobe. Although distal advancement was feasible, this was expected to result in a posterior leak, therefore, release was selected as the appropriate course. After release, a leak of approximately 1mm was observed from 90 degrees inferior to 135 degrees posterior. The patient was monitored. During the routine 90 day follow up transesophageal echocardiography (tee) a device migration was identified. An intervention or treatment is planned but no decision has been made yet.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0035501910. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Per the event description, the device did not meet position, anchor, size, and seal (pass) criteria for position. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusio: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During procedure the position had a protrusion of approximately one-third to one-half from 45 to 135 degrees, the anchor was acceptable, the size was 10.6 to 15.1 percent and there was no leak. Due to inadequate echocardiographic visualization, contrast angiography was performed under fluoroscopy. A long neck was noted, and the shoulder appeared to be caught in the anterior sub-lobe. Although distal advancement was feasible, this was expected to result in a posterior leak, therefore, release was selected as the appropriate course. After release, a leak of approximately 1mm was observed from 90 degrees inferior to 135 degrees posterior. The patient was monitored. During the routine 90 day follow up transesophageal echocardiography (tee) a device migration was identified. An intervention or treatment is planned but no decision has been made yet.